Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during the device replacement procedure for normal battery depletion, the chronic right atrial (ra) and right ventricular (rv) pacing leads were surgically abandoned and replaced, due to failure to capture. No additional adverse patient effects were reported.